Event description:
Information received from the field notes that during a routine follow-up, >2500 ohms atrial lead impedance was observed and the patient was in atrial fibrillation. X-rays showed good lead integrity. The pocket was opened and the leads were disconnected from the device. The lead impedance via an analyzer was 518 ohms. The connector header was cleaned and the leads were reconnected, again exhibiting >2500 ohms impedance. Therefore, the device was replaced.